Event description:
Over the past year, the pt experienced episodes of symptoms of withdrawal and increased pain from baseline. This occurred every time the pt's refill date approached, usually 1-3 weeks prior to refill. Also, after each pump refill, the pt felt he was getting "too much" medication for a day of 2, but then would "feel better." The pump was explanted and replaced (B) (6) 2010. The pt status after the device was removed was reported as recovered without sequelae. The pump contained fentanyl.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.